Event description:
It was reported that the ventilator alarmed a machine and proximal pressure sensors failed error code. The device was in clinical use at the time of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and verified the error code in the ventilator diagnostic logs. The customer checked the pin alignment between the solenoids and the data acquisition board. The customer reported that the pins looked ok. The customer was advised to replace solenoid 2 and 4. Further information is pending.

Manufacturer narrative:
The customer biomedical engineer replaced the solenoid 2 and 4 and the unit was return to use. The customer reported that the defective parts were discarded and would not be return for analysis. No further information was provided.